Manufacturer narrative:
(B)(4). This complaint for a system error 2240 that occurred during 3 of 5 was not confirmed due to a lack of sample. The cause was undetermined. The batch review was not performed because the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in set) on the homechoice during dwell 3 of 5. The home patient (hp) was connected at the time of the alarm and reported he was asleep when the alarm went off. The technical service representative (tsr) had hp check for leaks, no leaks found. The tsr had hp cycle power. The cause of the alarm is undetermined. Tsr had hp turn off the machine and disconnect. Hp will contact nurse about the alarm and treatment options. Proper procedures per the user manual were reviewed with the hp. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The device was discarded. A 510(k) number will not be provided in the MDR as the product code is unknown; should the product code be identified at a later date or if additional information becomes available, this information will be provided in a follow-up MDR.